Event description:
The patellar component was revised. Revison surgery revealed wear of the component.

Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.